Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. Boston scientific technical services recommended using a magnet to check magnet rate, however it is unknown if this was performed. This device was explanted and replaced and requested to be returned for analysis. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this device will not be returned for analysis as it was retained by the hospital. No additional adverse patient effects were reported.